Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 148, 294 and 204 mg/dl. The customer stated his expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated he went to the doctor's office on the day of the call, on (B)(6) 2026, due to the result he got on the true metrix meter. The customer's blood glucose at the doctor's office using their meter tested at 150 mg/dl fasting am while on the true metrix tested 294 mg/dl fasting am. Per the customer he did not recall the times between the tests. Customer stated he went to his diabetic doctor first who could not see him then went to his pcp. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/31/2027 and per the customer the open vial date was 4 days ago. The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a blood test was not performed by the customer. The meter memory was reviewed for previous test result history (time not set): result 1: 148 mg/dl, date:(B)(6) 2026, time: 2:07pm-fasting am. Result 2: 294 mg/dl, date: (B)(6) 2026, time: 12:25pm fasting am. Result 3: 204 mg/dl, date: (B)(6) 2026, time: 12:24pm fasting am. Result 4: 115 mg/dl, date: (B)(6) 2026, time: 1:03pm fasting am. Result 5: 120 mg/dl, date: (B)(6) 2026, time: 2:13pm fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Test strips and meter were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 17-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he moved on (B)(6) 2026 and did not receive the replacement. Customer state he did a change of address and will check with post office if the package was left at the old address and call back. Note 2: manufacturer contacted customer in a follow-up call on 19-mar-2026 to ensure the customer¿s initial concern was resolved- customer stated he moved and the replacement may still be packed in the moving boxes. He will follow up if he needs assistance once he finds to the replacement.